Event description:
The customer reported a watchdog timer failure, vent inop error, during a vent inop condition the unit stopped delivering breath/therapy to the patient. Patient involvement unknown.